Manufacturer narrative:
(B)(4). Batch # unk. Photographic evaluation: two photos were provided. The picture one and two shows the jaws of a device with a white reload loaded. Several b-formed staples and two partially formed are visible in the pocket of the reload. The pictures provided do not provide enough evidence to confirm or deny the complaint. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: what were the indications for surgery? Primary cancer of the lung. Where was the vessel placed within the jaws of the device? Inside the pin. Was it confirmed that the vessel loop was not within the jaws during firing? Vessel loop was removed before firing. Can you please confirm the total volume of blood loss? 7 l, cell saver used was the tissue retaining pin placed automatically or manually? Cannot remember but certainly / always done and confirmed by scrub nurse and operating assistant. Was the device difficult to close? No, previous firing on the peripheral lung side normal. Was the device difficult to fire? No. Were any unusual sounds heard? No. Why was the procedure converted from lobectomy to pneumonectomy? Large tumour upperlobe with invasion in pulm artery to the lower lobe, vascular sleeve no option; endovascular division of pa not possible (large tumour, angulation). Operation was converted to hybrid: open and camera and use of vats ports. Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel? No, with this type of vascular stapler in previous open surgery with medtronic device we cut in the groove of the stapler (which is designed for that). With endoscopic stapling testing of intact stapler line for vascular and or bronchial stapling/ division not done / not possible. Were there any other alternative approaches used to proactively address the bleeding such as utilizing a vascular clamp prior to artery division? No, that would have meant intrapericardial procedure, but that is only done when stump of pa is too short for cancer reasons or ingrowth in the pericard, which was not the case. Were blood products administered? If so, how much? 6 packed cells, 4 fresh frozen plasma, 1 thrombocyte and return by use of cellsaver. What is the current patient status? Discharge day 9 postop, until now fully recovered, hoarseness of voice due to left recurrent nerve paresis (expected temporary). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats left upper lobectomy, the problem occurs during a pneumectomy. The patient had already been converted because the procedure had changed from lobectomy to pneumectomy. The veins and artery branches were stapled without any problems. The pulmonary artery was occluded with a vessel loop so the stapler could be placed in the right way. They firing the stapler without any problems and cut the tissue on the lung side. When they open the device, a major bleeding occurs cause the pulmonary artery was fully open and the patient loses 7.5 liters of blood within a few seconds. The staples appeared b shaped on the anvil but they did not pass through the tissue. (See pictures in the attachment) a cardiothoracic surgeon has been called, who has opened the pericardium and placed a clamp though the heart to control the bleeding. The cell saver was used. The patient is intubated transported to the ICU. The patient is relatively young, (B)(6) and was pre-operative in a good condition. When the bleeding occurred, a cardiothoracic surgeon stepped in to open the pericard and placed an clamp via the heart.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the tx30v device arrived with no apparent damage with a reload loaded on the device. The reload was returned fully fired and with several b-formed staples present in the cartridge deck. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.